Event description:
It was reported that this patient was receiving a commanded shock for atrial fibrillation (af). Upon interrogation, it was found that there was a code 1005 indicating an open circuit condition on this right ventricular (rv) lead. Technical services (ts) reviewed device data and discovered that the shock lead impedance measurements were high, with some measurements out of range, up to 129 ohms. It was noted that the lead vector was reprogrammed to perform the commanded shock. Lead replacement was recommended as integrity has been compromised. No adverse patient effects were reported. Currently, this lead remains in service.